Manufacturer narrative:
Multiple good faith effort attempts conducted to get confirmation if there was a speaker inop error message displayed were not successful. The following functional tests were performed: the remote service engineer (rse) talked to the customer biomed who confirmed the device speaker were defective and out of sound. The rse confirmed the defective speaker and arranged for a replacement speaker assembly to be sent to the customer to solve the reported issue. Based on the information available and the testing conducted, the cause of the reported problem is a defective speaker. The reported problem was confirmed. The customer was provided with a replacement speaker assembly to resolve the issue.

Event description:
It was reported the speaker of the intellivue mp5 monitor is out of sound. It is unknown if the device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone#:(B)(6). E1: reporter phone# :(B)(6).